Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Sur-fit natura durahesive flexible skin barrier w/flange w/white tape collar & cut-to-fit opening.

Event description:
The patient reported she developed a rash under the tape collar of the device. The duration of the rash is unknown. The patient reportedly changes her device every 4-5 days. No further information was reported.